Event description:
The customer contacted physio-control to report that their device shuts down unexpectedly when buttons are pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio evaluated the device and the reported issue was still unable to be duplicated. The battery wire harness, power board, and battery pins were replaced. The device then passed all functional and performance testing and was returned to the customer for use. Physio evaluated the device keylog (attached) and verified the reported issue occurred on (B)(6) 2019. Two of these unexpected power offs followed use of the nibp funciton, and 3 followed the use of the 12lead function. Based on the keylog evaluation, the likely cause of the issue was determined to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion on j11/p11 can increase the resistance of the input power path resulting in a sudden loss of device power under conditions of high current usage, such as the 12lead function.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to confirm the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device shuts down unexpectedly when buttons are pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.